Manufacturer narrative:
A review of complaints determined there is normal complaint activity for the architect b12 reagent lot 04209ui00. Tracking and trending report was reviewed and determined there is no related trend for the architect b12 reagent. Worldwide field data was reviewed to evaluate the historical performance of the architect b12 reagent lots in the field; the patient median result for lot 04209ui00 is comparable with all other lots in the field, confirming there is no systemic issue for the lot. Manufacturing documentation was reviewed and did not identify any issues. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect b12 reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely elevated architect b12 results of 1,840 and 1,445 pg/ml were generated for two patient samples that retested at 238.20 and 244.60 pg/ml respectively using the roche method. No adverse impact to patient management was reported.